Event description:
It was reported that the right atrial lead perforated the patient. The lead was repositioned. No other consequences for the patient were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.